Event description:
When a physician used the subject device for a hysterectomy procedure, the probe broke and fell off into the patient's body. The broken piece of the probe was taken out. The physician replaced the subject device with a similar device. The procedure was completed as scheduled. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. And there was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe presumably was scratched and cracked because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the probe tip was detached. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to use handling. This report is being submitted as a medical device report in an abundance of caution.